Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler is alarming with a fluid temperature out of range alarm during step 5 of set up for pd treatment. The patient was not connected to the machine. The patient called pd nurse and was instructed to set up with new supplies, but the alarm went off again. The patient rebooted two times, but again the alarm was given. At that point in time a call to technical support took place and the technical support representative issued the patient a new cycler. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler in received. The cycler was returned to the manufacturer and a replacement cycler was provided. During follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of a thermal decomposition on the alternating current (ac) distribution board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. The simulated treatment pre- accelerated stress test (ast) (15 min)-test treatment test failed. Troubleshooting of the cycler showed that the heater tray was not warming properly an internal visual inspection of the returned cycler showed evidence of thermal decomposition at f1 of the alternating current (ac) distribution board resulting in an open circuit. After replacing the ac distribution board the cycler warmed up normally. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a thermal decomposition on the ac distribution board. The cycler was refurbished following the evaluation.